Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast prosthesis implantation with two 375cc mentor smooth round moderate profile saline breast prostheses, suffered a lot of deflation and rippling on an unspecified side. Two different lot numbers were reported (left: 5695118-033 and right: 5705040-046), however, in the absence of clarifying information, no lot number will be assigned to this complaint. If additional information becomes available, a supplemental will be submitted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.